Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the video scope exhibited channel 2 pressure is too high error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported channel 2 pressure is too high error failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to nozzle clogging. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.